Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that after removal of the normal saline it was very difficult to put the morphine into the pump and ¿after a while¿ there was too much resistance. The 22 gauge needle was used. A bacterial filter was used between the syringe and the needle. The nurse used a lot of pressure and the morphine dripped along the needle. Because the morphine was spilled ¿we decided to suck the morphine out of the pump because we didn¿t know anymore how much went in¿. When the health care provider (hcp) tried to suck the morphine and air out of the pump, he noticed he didn¿t feel any resistance anymore. The hcp decided to use a new pump because he ¿was not sure anymore of the pump¿ and the pump was not implanted. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.